Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system battery was replaced and all circuit boards and connectors were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently would not boot up. There is no report of pt injury associated with this event.